Event description:
I couldn't get the calender to go back far enough but I actually had implants in 1998. I didn't realize at the time when I started having symptoms they were causing them because every plastic surgeon I went to see said it was not my implants, they couldn't cause breast pain, swelling, tenderness, migraines, weight gain. That was within the first year, I ended up letting it go because they convinced me it wasn't my implants, now I have all of that still plus osteoarthritis. And osteoporosis in my neck/back, lbs, memory issues, chest pain, numbness and tingling. I've been taking a sleeping pill ever since I implanted when I never needed them before, panic attacks and anxiety, high blood pressure, my ears ring 24/7. I never had any issues like that before. My body hurts all over and I feel 90 instead of 46. I was young and dumb to believe the dr when he said there are no side effects and your implants will last forever. Just wanted to make someone aware. I am scheduling to try and have them removed again, (B)(6) to implant and no insurance will cover removal; although I wouldn't have any of these problems if they had been truthful about side effects. That should've been my clue right there, but again just too young to not believe a dr. I never even knew bii was a thing until recently. Please make drs warn women of the issues these cause. I also just this year developed immune issues, my lips swell and no dr had found a reason or an allergy to any food or allergan so far. I tested negative for celiacs. Waiting on new blood work results now and an appt with a gastro physician. I have tests results but I don't have them on me to list below. Can supply if needed. I still have my implants but will hopefully have them removed and further test results by february as I am awaiting an open appt with a surgeon. FDA safety report ID# (B)(4).